Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with an illegible partial display. The bottom of the screen is black whereas the top is gray. After further review, the lcd screen, lcd controller, and the lcd circuitry around the lcd controller are all cracked. Unable to perform the displacement test due to the display anomaly. The insulin pump was received with some scratches on the keypad overlay. Did not note any scratches or cracks on the lcd window. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the button and screen of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.